Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a concerto coil had detachment issues. It was reported that the coil did not detach. The physician attempted to detach the coil with the instant detacher 2 times and did not try to detach with another instant detacher. Manual attempt at detachment via hypotube was tried 2 times. It was noted that there was no issue with the instant detacher. The reported device and any accessory devices were not prepared as indicated in the instructions for use (IFU) as there was no continuous flush. No patient symptoms or complications were associated with this event.

Event description:
Additional information was received that the procedure was completed using additional coils. The cause of the detachment issue was unknown. Prior to coil non-detachment, there were no issues encountered. There was no pushwire damage observed after removal from the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.